Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating, which led to intermittent pump shutdowns. Additionally, it was reported that the fill estimate was intermittently observed to be inaccurate. There was no reported adverse impact to the customer.